Event description:
Pt has congenital hypoplastic lung. About two -2- months prior to surgery she developed sob and wheezing. A giant solitary bulla was found to be causing compressive atelectasis of the upper lobe w/right shift of mediastinum. A left video-assisted excision of the bulla and wedge resection of the left lower lobe was performed. During use of endo-gia stapler that was loaded with peri-strip 45 the device stuck on lung tissue and the physician could no longer squeeze the trigger handle. Another stapler was opened and another load was used without the peri-strip.